Event description:
Customer states that pump infused 2 ml over during testing. Rate: 500 dose: 10 medication or food: water.

Manufacturer narrative:
Pump was tested for accuracy several times, using water. Each time pump delivered amount within specification ((B)(4)). Customer complaint could not be duplicated, pump works correctly, delivery proper amount of fluid. The complaint could not be confirmed.